Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 16mm amplatzer septal occluder was chosen for a atrial septal defect (asd) closure procedure using a 9f amplatzer torqvue delivery system. During procedure, a cobra-like deformation occurred on both disc surfaces while releasing the occluder with the steel cable, and it could not be restored. The customer reported that the device¿s flow-blocking membrane did not fully cover the defect, ultimately leading to the failure of the procedure. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 18mm amplatzer septal occluder was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
An event of device deformity did not confirm. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: component code: 4755 part/component/sub-assembly term not applicable. Type of investigation: 4118 type of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusion not yet available.